Manufacturer narrative:
(B)(4) follow up report for correction. This complaint was found to be a duplicate after the MDR was submitted, please refer to MDR 13312419.

Event description:
(B)(4) is a duplicate complaint and will be cancelled.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml reg pr saline 10ml fill had foreign matter. The following information was provided by the initial reporter: material#: 306546. Batch#: 5111174. Verbatim: rcc received a complaint via web. Pir attached. We observed visible particulates after expressing a bd posiflush 0.9% sodium chloride injection, usp, 10 ml syringe from lot 5111174 into a sink. Facility product details: lot: 5111174 / exp: 2028-03-31. Ref: (B)(4). Quantity on hand: approximately 14 cases (all quarantined). First observed: 2025-10-08, afternoon. No patient was injected; occurrence identified during prep.